Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2013-01581; 2134265-2013-02027. It was reported that during a coronary artery treatment procedure a dissection occurred and post index procedure the patient experienced a myocardial infarction (mi).. The target lesion was a de novo lesion located in the mid left anterior descending artery with 99% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 20 mm promus element plus stent. Following post dilatation using a 2.75 x 15 mm apex balloon catheter, a dissection was noted which was attempted to treat using a 2.75 x 15 mm promus element plus stent but was not deployed as physician decided to use a longer stent. The dissection was treated with the placement of a 3.00 x 12 mm promus element plus stent with 0% residual stenosis. The next day, elevated cardiac enzyme values were observed and a mi was reported. The event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Event description:
It was further reported that the physician attempted to treat the dissection using a 2.50 x 16 mm not a 2.75x15mm promus element plus stent as previously reported.

Manufacturer narrative:
Size of device selected for treatment corrected from 2.75x15 promus element plus to 2.50x16mm promus element plus. (B)(4).